Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twelve events were reported for this quarter. Eleven devices were received for evaluation; two events were duplicated during testing. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. One device was found to be affected by corrosion. Two devices were found to be affected by compromised lubrication. The reported event was not confirmed for 8 devices; the devices were found to be within specifications for the reported event. One device was available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 12 malfunction events, in which the device overheated. Nine events had no patient involvement; no patient impact. Three events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status: 1 device was not available to stryker for evaluation.  Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 12 malfunction events, in which the device overheated. 9 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.